Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
A patient, status post veptr lengthening, was returned to the operating room for removal of veptr. Follow-up x-rays showed the cradles had pulled off and were prominent in patient's neck. Surgeon indicated the patient will have a staged fusion in the future.